Event description:
Advocate stated his wife received a blood glucose reading of 160mg/dl on the contour next, retested on a different meter and the reading was 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.